Manufacturer narrative:
Patient-specific information section a4: weight is unknown. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp, which is associated with the demise outcome. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
It was reported that the patient was transferred from an outside hospital and coded on arrival. An impella cp was placed and the decision was made to escalate to an impella 5.5 due to increased requirements. The patient was continued on venoarterial extracorporeal membrane oxygenation (va ECMO) and impella cp during the impella 5.5 implant. The patient's vessels were very calcified, not allowing for pump advancement into the aorta. The vascular team performed an endarterectomy in the operating room, per the physician's request. The endarterectomy was performed with stenting of the axillary artery. The graft was applied to the vessel distal to the new stent placement. An axillary sheath was used and the left ventricle access was gained with a 0.035 wire and pigtail catheter. The impella 5.5 was backloaded over the 0.018 wire, and met resistance when attempting to advance the pump into the aorta. Several different wires were used as rails and viper slides. Another physician was contacted to help with ballooning the vessel. Despite all of these interventions and many attempts, they were unsuccessful in advancing the impella 5.5 down into the left ventricle. On fluoroscopy, the physician determined the patient's vessels were very diseased and did not want to continue forcing the pump into the vessel, potentially causing further complications. The impella 5.5 implant was aborted due to patient anatomy. The plan forward, which was executed noted use of an impella cp for left ventricle unloading and va ECMO. The patient would, however, expire approximately four days later on the impella cp device.

Manufacturer narrative:
Medical safety reviewed the event. The delivery issue/unable to deliver due to the patient's vessel condition prior to therapy involving the impella 5.5 is a malfunction and should be reported despite knowing the patient's anatomical incompatibility prior to implant. The demise outcome is unrelated to the impella 5.5. The patient was continued on venoarterial extracorporeal membrane oxygenation (va ECMO) and impella cp during the impella 5.5 implant. A new impella cp was placed for left ventricular unloading was placed with va ECMO. Complications of arrhythmic events and suction were experienced. The patient expired on day four of support. There is not enough information to dissociate the impella cp in at the time of the demise and therefore, will be reported as death. However, the patient's underlying condition contributed most to this outcome of death. The patient was critically ill prior to therapy and there was down time on va ECMO which caused rapid deterioration of the patient. Prognosis was "poor" and the family chose to withdraw care which led to the patient expiring. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp, which is associated with the demise outcome. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding unable to deliver or advance, the cause was determined to be patient condition as the patient had the vessels very diseased preventing successful delivery of impella. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.